Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were not evaluated as the customer did not make them available for evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction event(s), where it was reported the mattress slipped off. There was patient involvement, however there were no consequences or impacts to the patient.